Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6), 2015 due to extrusion of the electrode lead into the external auditory canal.re-implantation is not planned as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
Correction: the correct serial number is (B)(4) not 1020050966115, the implant date is (B)(6) 2011 not may 10th, 2011 as previously reported. This report filed january 5th, 2016.